Event description:
Customer's family member reported that customer received a reading of 176 mg/dl in the morning. Insulin was administered based on the reading. Customer traveled to a shop, stepped inside and fell to the floor in a seizure. Customer's friend gave customer sugar and orange juice. When emergency medical services (ems) arrived, they tested customer and received a reading of 56 mg.dl on their meter. A glucose gel pack was administered to the customer. Approximately 30-45 minutes later, the ems team took the customer to the ems. At the hospital, they gave her an IV of glucose. Customer was released from the hospital around 1:00 pm.